Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did not meet its expected longevity due to high pacing threshold in left ventricular lead. This device was explanted and will be returned back to the laboratory. No additional adverse patient effects were reported.